Event description:
It was reported that a user of the ilet pump experienced hyperglycemia with a blood glucose of 289 mg/dl after announcing a normal meal, and the user was advised to consider changing the infusion site while monitoring for a downward trend. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.